Event description:
The physician reported that he opened a cypher stent box labeled 2.25 x 23 mm and was about to use the stent and noticed the hub of the stent was labeled 3.0 x 33mm. The physician stated he could have killed the pt if the stent was deployed in the pt. He confirmed the outer product box was sealed and no other sized cypher stents were opened during the procedure. Upon review, it was determined that the hospital reporting the complaint borrowed the product from a different hosp. The product was moved and transferred by both hosp administrations without the support of a cordis representative. The physician discovered the inaccuracy while trying to deploy the 2.25 x 33mm cypher stent. It was confirmed that no other product box was opened at the time.

Manufacturer narrative:
During a percutaneous coronary intervention (pci) conducted at the complaint account, the physician noticed that the outer box of a cypher product indicated that it was a cxs23225 with lot# 15016325, although the product contained inside the box, as indicated by the inner pouch, was a cxs3330 with lot# 15014615. The procedure was completed with another product. As reported by the cathlab mgr, it seems that the complaint account borrowed the cxs23225 lot# 15016325 from a nearby hosp (not the complaint hospital system). The product was moved and transferred by both hosp administrations without the support of a cordis representative. An investigation to clarify the event revealed that cxs23225 with lot# 15016325 was never shipped by cordis to the complaint account as indicated by the distribution records of the scanned info of the outer box. On the contrary, the distribution records show that the lot# 15016325 was shipped to the nearby hospital. The product was not returned for analysis. However, a picture of an inner label that corresponds to catalog cxs33300 lot# 15014615 and another picture from an outer label of catalog cxs23225 lot# 15016325 were received. A review of the mfg documentation associated with this lot# 15014615 and 15016325 presented no issues during the mfg process that can be related to the reported complaint. A check of lot numbers in jde (cordis' materials resource program (mrp) system) confirms that lot# 15016325 (cypher us rx 2.25 x 23mm) was manufactured/released on 09/21/2009 and lot# 15014615 (cypher us rx 3.0 x 33mm) was manufactured/released on 09/15/2009. The device history records review that indicated sealing/packaging dates of the two incident lots revealed that these two lots were not run sequentially at the sealing/packaging line (actually processed three (3) days apart) and, that bar code scanning during the packaging operation showed that the batches were always processed days apart. Per cordis distribution records it was confirmed that the 15016325/cxs23225 was not supplied directly to the complaint account although the inner pouch lot 15014615 was. Cordis distribution records also show that the nearby account received both lots. In addition, since the inner label lot (15014615) was the one shipped to the complaint account it is highly unlikely that the distribution center would not have a record of the outer label lot (15016325) being shipped to the complaint account. The reported mislabeled issue could not be confirmed as no product was retuned and the received pictures only showed an inner label from catalog cxs33300 and an outer label from catalog cxs23225. The device history records from the products mfg, sealing, and packaging process revealed that both products comply with all requirements per the applicable manufacturing quality plan. Also, cordis distribution records demonstrated that one of the involved product catalogs was not provided to the complainant account yet both product lots were provided to the nearby account; therefore, suggesting that the products may have been commingled at the nearby hospital. Based on the investigation performed no corrective/preventive actions will be taken at this time.